Manufacturer narrative:
(B)(4). The device has been rec'd and the evaluation is pending. A follow-up report will be submitted with results of the failure investigation once the evaluation has been completed.

Event description:
Customer reported chemo (doxorubicin) was set-up as a secondary infusion. When the nurse opened the roller clamp, the medication (red in color) was seen backing up into the primary bag. The set was replaced. There was no report of pt harm or medical intervention. Customer stated that no further pt or event info is available.